Event description:
A healthcare professional (hcp) reported one incident of a pt reaction with the psn 210 dialyzer approximately nine minutes into treatment. The pt experienced back pain, chest pain, shoulder pain, shortness of breath and closing of their throat. In addition, the pt's blood pressure dropped from 190/87 to 110/50. The pt was administered benadryl 50mg IV and oxygen (route and dose unknown) and transferred to the e.r. The pt has since been released (date unknown) with a diagnosis of anaphylaxis. This was the pt's first exposure to the psn dialyzer.